Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have noticed that tooth #8 is now longer that #7. Patient was asked to backtrack due to intrusion concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.